Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log files confirmed the malfunction with the flexvision pc. The fse identified the issue was with the defective flexvision pc. The failure analysis showed inconclusive evidence of the reported failure. However, the fse replaced the flexvision pc and reinstalled the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up at 00:00. The system was not in clinical use. There was not reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.